Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the internal leakage test failed during pre-use check. The pressure transducer printed circuit board (pcb) was checked and needs to be replaced to resolved the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported as the defective pressure transducer pcb may lead to high pressure.  There was no patient involvement. Unfortunately, neither the device's log nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).